Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would not go all the way down through the sheath. The user was having a deployment malfunction when shuttling sealant down to arteriotomy. The device that was used will not be returned for evaluation, however, a sterile device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) would not go all the way down through the sheath. The user was having a deployment malfunction when shuttling sealant down to arteriotomy. Multiple attempts to obtain additional information were made without success. A non-sterile and sterile ¿mynxgrip tm vascular closure device¿ 6f/7f were returned for product evaluation. Visual inspection of the non-sterile complaint device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant sleeve was pushed against the shuttle grip, which indicates that the shuttle down step had been performed with the device. The sealant was not located on the device and was not returned for analysis. The syringe was attached to the device¿s luer hub, and the procedural sheath was not returned for analysis. The advancer tube was located on the edge of the balloon. No other outstanding details were observed. Additionally, the sterile unit was inspected observing that the seal was intact, and the sterility was not compromised. The device was unpacked from the pouch, and no anomalies or damages were observed. All the components were in their manufactured positions. Per functional analysis, a simulated shuttle advancement test was performed on the non-sterile device as is indicated in the instructions for use (IFU). Since the sealant was not returned, only the deployment mechanism was evaluated, and the returned device performed as intended. The failure experience by user could not be replicated, and no malfunction condition was noticed during the simulated deployment process. Also, a simulated shuttle advancement test was performed on the sterile device as is indicated in the IFU, and the returned device performed as intended. The failure experience by user could not be replicated, and no malfunction condition was noticed during the simulated deployment process. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned devices since they passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced fully on the complaint device and there were no issues while deploying the sealant of the sterile device during functional analysis. However, it is possible that the issue experienced by the customer could have been caused by premature swelling of the sealant (which was not returned with the device) and/or concomitant device factors (such as a kinked/bent procedural sheath, which was not returned for analysis). Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Corrected: device receive date (d9). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.